Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. Returned meter evaluated with defect found. Qc investigation on 8/21/2017; contamination on the strip connector prevents the meter from entering test mode when a strip is inserted and makes the meter unable to run a blood glucose test. Final root cause investigation has been completed: miscellaneous user induced contamination on the strip connector. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter. The battery had been replaced and was installed properly. The meter did not turn on by inserting a test strip. The meter did turn on by manually pressing the "s" button. The customer's expected blood glucose test result range was undisclosed. At the time of the call on (B)(6) 2017, the customer reported feeling thirsty and hungry all the time for the past week. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. Customer was using the proper test strips. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.